Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "don't do it. I can't run anymore I can't jump. And the advert has this woman jumping off a boat".